Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient met with the nurse to get reprogrammed and reported "burning at battery when urinating." The caller confirmed non-unipolar programming impedances were checked by nurse; no issues were reported. The rep added the pocket's "healing does look pink, didn't feel red and angry." Patient also reported burning when palpating the ins with it on. Caller noted the patient does have a lot of allergies and wanted to see if that could be a contributing factor. The call center told the rep that they do not have enough information and reviewed unipolar programming can sometimes cause burning at the pocket site. The rep was advised to wait and see if the burning persists when the ins is off during urination and palpation. It was also reviewed that the rep or hcp can call back for component list for testing if everything else checks out and allergies are believed to be involved. Additional information was received from the rep who confirmed the patient was experiencing a burning sensation at the pocket site so the rep advised the hcp to turn the ins off. No further patient complications have been reported as a result of this event.